Manufacturer narrative:
Two (2) new list# b3300, clave¿ neutral connector and four (4) new list# unknown, bd insyte autoguard 24 ga x 0.75 were returned for evaluation. As received no physical damage or anomalies were observed. The returned new claves were opened and connected with the returned catheters no disconnection, issues or anomalies were observed. The claves were tested, and no leaks were confirmed. The male and female luers were measured finding within specification. Complaint of leaks at the connection cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event occurred on an unknown date involving a clave¿ neutral connector where the reporter stated that there is leaking (blood and or fluids) at the connection between the IV catheter and the blue clave. They are finding complaints in CT scanner with contrast dye is leaking. Due to patient safety, they cannot use the 60 cases due to this serious problem. There was unknown patient involvement and no adverse event.